Manufacturer narrative:
Reference MFR. Complaint # af1997-5-6-35. Actual sample was returned and examined microscopically. The fixed jaw of the device was broken off the grasper assembly and the mechanism that holds the jaw was missing. Investigation concluded no signs of abuse were present. The device most probably broke due to overloading. A review of the lot history found that at the time of MFR the device met all specifications.

Event description:
Customer reports, davis and geck grasper being used to grasp the gall bladder in a laparoscopic procedure. The tip broke off. X-ray was required to locate the broken tip. The tip was retrieved laparoscopically with no injury to the patient. The surgery was delayed for approximately thirty minutes.